Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 4/27/2016. Additional information: pt info.

Manufacturer narrative:
(B)(4): it was reported the patient was readmitted to the hospital on (B)(6) 2009 and had a mesh retensioning /cystoscopy. The patient experienced gross hematuria on underwent cystogram, bilateral retrograde pyelogram , biopsy of bladder and fulguration of the bladder on (B)(6) 2010. No additional information is provided at this time. (B)(4).

Manufacturer narrative:
(B)(3). It was reported that the patient underwent a gynecological procedure and a sling was implanted. Concomitantly, the patient underwent an anterior colporrhaphy, cystoscopy. It was reported that after implantation, patient experienced pain, erosion, infection, bleeding, vaginal scarring, organ perforation bladder and urinary problems. It was reported that patient underwent removal on (B)(6) 2011 due to erosion and a 1 ½" hole in bladder. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.